Event description:
At bench repair there was an issue found with no audio from the mx40 telemetry device. The device was in use on a patient and there was no reported adverse event involving the patient or user.